Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2021 as no event date was reported. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a hole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis could not be performed as the balloon lumen was occluded with dried contrast, and it was not possible to unclog it. The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In (B)(6) 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date during the procedure, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date during the procedure, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.